Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2019-00312, 3007963827-2019-00313. Medical products: articular surface fixed bearing posterior stabilized (ps) right item# 42521400710 lot# 63492010, femur cemented posterior stabilized (ps) standard right item# 42500606602 lot# 63590119. Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately two years post implantation due to pain. There was ten degrees fixed flexion after the primary procedure. Components appeared well fixed at revision surgery. There is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned; therefore, dimensional evaluations could not be performed. Visual examination of the provided pictures identified the tibial component and femoral components had been revised. Bone cement and debris could be seen on the medial side of the tibial component and on the backside of the femoral component. No pictures were provided of the articular surface. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records from the primary surgery identified no complications. Review of the provided images identified overall fit and alignment were anatomic. Enthesopathic changes were also noted at the upper and lower poles of the patella, which may be associated with tendon dysfunction; however, this was not confirmed by the x-ray review. Operative notes from the revision surgery were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. Per the persona knee system package insert (87-6204-022-23, rev. A), pain and limited range of motion are known potential adverse effects of this procedure. A definitive root cause cannot be determined. A CAPA was previously initiated to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.